Event description:
The procedure was a breast augmentation. The burn occurred while the pencil was in use, it was an arc to tissue. The pencil was not saved and the lot number not recorded. This was a minor burn.